Event description:
The reporter stated that the unit did not infuse. The facility's biomedical engineering department was unable to reproduce the issue. There was no pt injury or treatment associated with this event.